Manufacturer narrative:
The device has not yet been explanted. If should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be as follow up report.

Event description:
The patient complains about noise often resulting in pain around the implant site. Pain disappears when taking off the external equipment. Testing showed a device malufunction.